Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was running high and was unsure the cause. The customer woke up with 300mg/dl and bolused, but the glucose level did not drop. After eating lunch the customer measured again and it was the same. The caller stated that the customer was running high the other day, changed the infusion set, and found that the cannula was bent, but the insulin pump did not alarm no delivery. The customer has been rotating from upper bottom to abdomen. The basal rates were correct. Advised the caller that a tubing clamp would be sent and call back to complete testing. No further information was provided.